Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported issue; multiple devices were interrogated with the programmer and it did not shut down or display an error message. The software was updated and the battery was replaced as preventative measures. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a patient session, the programmer displayed a warning message and then shut down. The programmed settings on the patient's device were not affected. The programmer has been returned for service. No patient complications have been reported as a result of this event.